Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort and syncope. The right ventricular (rv) lead was interrogated and the lead exhibited high impedance and high thresholds. The lead was determined to have fractured and be generally non-functional with 5-6 second pauses. The lead was reprogrammed and remains in use. The patient is a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest tightness and presyncope.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that there was an impedance warning. The rv lead was placed into the lv (left ventricular) port of the device, and was later programmed off.